Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose level of over 500 mg/dl that was addressed with a correction bolus. Additionally, it was reported that the charging power adapter would not stay connected to the wall outlet. A replacement adapter was sent to resolve the issue.